Manufacturer narrative:
(B)(4). A partial lead with the distal tip measuring 47.8cm was returned for analysis. Externalized conductors due to the internal insulation abrasion were noted at 16.4-19.6cm from the distal tip. Internal insulation abrasions were noted at 9.0-10.8cm, 12.0-12.8cm, 14.0-14.8cm, and 16.8-18.0cm from the distal tip. The etfe coating was intact at these locations.

Event description:
This report is to advise of an event observed during analysis.